Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the ventricular assist device (vad) clinic with increased drainage from the driveline site. The patient was asked to go into the hospital for IV antibiotics and was started with cefepime and vancomycin. Blood and tissue cultures were positive, and the patient went to the operating room for debridement of the driveline and wound vacuum was placed. The patient was discharged home with the wound vacuum in place. IV antibiotics in outpatient setting was planned for long term.